Manufacturer narrative:
Investigation summary: one picture received and visually observed the safety shield was disengaged from hub. Investigation conclusion: one picture received and visually observed the safety shield was disengaged from hub. Root cause description: no sample was returned for investigation. Thus no root cause can be determined. The complaint will be re-opened if the sample is returned for investigation. CAPA # (B)(4) is open for this type of complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety on a bd eclipse¿ needle breaks off during use leaving the needle exposed. No injury or medical intervention.